Manufacturer narrative:
H6: method code: (4110) trend analysis. Investigation ¿ evaluation: cook was informed on 10apr2020 of an incident involving a cook bakri balloon with rapid installation components (j-sosr-100500). As reported, the complaint device was used to treat postpartum hemorrhage following labor. Blood loss was estimated to be 500ml. The patient was given medicinal treatment and did not improve. The estimated blood loss reached 1100ml. The bakri balloon was placed using sponge forceps, and inflated with 400ml of saline. Light red liquid was observed flowing out of the vagina, and the complaint device was immediately removed. Leakage through a pinhole in the balloon material was observed. The procedure was completed by using another new device. Blood loss was estimated to be 70ml. No related adverse events were reported. A document-based investigation was performed including a review of complaint history, device history record, instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. There is no evidence to suggest the product was not made to specifications. In response to this incident, cook completed a review of the DHR. The DHR for the reported lot records no non-conformances. The DHR for subassembly of lots contained in product record no non-conformances. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A complaint search revealed no other complaints associated with reported complaint lot. The complaint device was not returned for investigation. However, a photographs was provided of the complaint device in which a pinhole leak in the balloon material is clearly visible. Cook reviewed product labeling. The IFU provided with the device provides the following information to the user related to the reported failure mode: warnings: "the bakri postpartum balloon is indicated for use in the event of primary postpartum hemorrhage within 24 hours of delivery." "The device should not be left indwelling for more than 24 hours." "Patient urine output should be monitored while the bakri postpartum balloon is in use." How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A search of complaint records shows there are no other related complaints from the lot number at the time of investigation. Cook could not determine a definitive cause of this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new patient or event information provided since the last report was sent 15apr2020.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during treatment of a post-partum hemorrhage (pph), a cook bakri postpartum balloon with rapid instillation components was placed and found to be leaking. Before placing the bakri, the patient had lost 500 ml of blood and was then treated with an unknown medication, but it did not work and blood loss reached 1100 ml. The cook bakri postpartum balloon with rapid instillation components was then placed with sponge forceps and inflated with 400 ml of saline. It was noted that a light red liquid flowed from the vagina. The physician thought the bakri was leaking and the device was removed and found to be leaking through a pinhole. Another cook bakri postpartum balloon with rapid instillation components was placed to complete the procedure. The patient lost 70 ml of blood after the second bakri was placed. It was reported that the patient did not experience any adverse effects due to this occurrence.